Event description:
Spouse of home pt (hp) reported due to a power outage, hp was unable to set up homechoice device prior to therapy. As a result, hp connected pt line with transfer set prior to device displaying "connect self." Hp immediately pressed "stop" and clamped off the lines. Hp then called baxter operator assistance and was advised to start treatment over with a new setup. Baxter assisted hp in ending treatment and starting over. Spouse of hp reported no pt injury and no medical intervention was necessary as a result of this event. Effluent has remained clear. Hp is in constant contact with hcp.